Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn: (B)(6)) displayed a tcmid:06 (ce post failure) error message" was confirmed based on the event log review but was not confirmed during functional testing. No device malfunction was found that could have caused or contributed to the reported issue. Nevertheless, the danfoss module controller pcb, wire harness assembly (ce), and wire harness assembly pic 16 were replaced as a preventive precautionary measure to avoid a system failure in the future. During visual inspection of the thermogard console, it was noted that the pump lid was broken, unrelated to the reported complaint. The root cause of the observed physical damage could be due to user mishandling. The pump lid was replaced to remedy the fault. Event log data review was performed and revealed multiple tcmid:06 (ce post failure) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing, unable to duplicate the customer's reported complaint. Following service, the ivtm system passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (sn: (B)(4)) displayed a tcmid:06 (ce post failure) error message. No further infromation was provided by the customer. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.